Event description:
It was reported that event involved an arrow central venous catheter multi-lumen catheter. A white port was pulled out of catheter when moving pt. The complaint form was received on (B)(6) 2009, with missing details. Supplier contact form stated, "moving pt in bed, line did not appear to be caught on anything. White port pulled off of catheter. Catheter tubing remained intact." The sales rep phoned hospital contact on (B)(6) 2009, and there was no further info on (B)(6) 2009, a new contact name was provided, however, she was unable to get to the phone to speak with the sales rep. On (B)(6) 2010, the sales rep was informed the contact person would be back on the unit on (B)(6) 2010. An occurrence report will be filled out by rn in micu on (B)(6) 2009, and faxed to sales rep on (B)(6) 2009, stating pt was moving in bed, multi-lumen catheter was intact; however, the white port was pulled off catheter. The catheter did not appear to be caught on anything. Immediate action was taken after the tubing was clamped and covered, meds to another port, resident notified and catheter was removed. On (B)(6) 2010, the sales rep spoke to rn in micu. A "pop" sound was heard when the nurse looked down at the multi-lumen percutaneous sheath introducer (psi) companion product ss-14703. The extension line was intact on the ss-14703; however, the white port had come off the extension line. The tubing was connected to the white port on the entry point of the port. The exposed line was clamped and covered, used another port for meds and then later removed by resident. The charge nurse bagged the product, however, no one knows where the product is at this point." Further info and pt outcome are pending per sales rep.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.